Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 14mar2016. No further follow up is planned. Evaluation summary a female patient reported that the foot of her humapen ergo ii device was detached and she was not able to administer insulin. She experienced hyperglycemia. Investigation of the returned device (batch 0809d01, manufactured september 2008) found that the injection foot was detached and not returned with the device. The detachment was attributed to damage while in the field and supported by evidence of unknown tool marks present on the nub of the injection screw. Functional testing could not be performed due to the damaged injection button. Malfunction confirmed. There is evidence of improper use. The foot was purposely removed which may be relevant to the complaint of hyperglycemia

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via a psp, concerned a (B)(6)-year-old (B)(6) female patient. Medical history included macula lutea anomaly(vision was only less than 0.1,) and cerebral infraction with sequela affecting her tongue which she could not uplift when speaking and she stuttered. Concomitant medication included gliclazide and metformin for unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) from a cartridge via a humapen ergo ii, 15 iu each morning and 15 iu each evening subcutaneously for the treatment of diabetes mellitus, beginning in 2015. On an unspecified date, while on human insulin isophane suspension 70%/ human insulin 30% therapy, for an unknown reason she believed that her dose was not enough, so she increased it. She also believed that gliclazide dose was not enough so she increased her dose from once daily to twice daily. On an unspecified day, she was not able to administer human insulin isophane suspension 70%/ human insulin 30% for ten days due to humapen ergo ii failure ((B)(4)/lot 0809d01), which led blood glucose high, fasting blood glucose was 10 to 20 (units were not provided), she experienced hyperglycemia and was hospitalized in (B)(6)-2015. She was discharged from hospital after eleven days, at the end of (B)(6)-2015 with fasting blood glucose around 10 (units were not provided). Blood glucose was not controlled after hospitalization. Patient took more unspecified oral drugs if blood glucose increased and took less unspecified oral drug if blood glucose decreased. Then on (B)(6)-2016, she stopped using her humapen, since the head of the screw rod cracked ((B)(4)/lot unknown). On (B)(6)-2016, she did not administer human insulin isophane suspension 70%/ human insulin 30% and because of that she changed dosage of gliclazide and metformin to two tablets each time. Information regarding corrective treatment and outcome of the events was not provided. Human insulin isophane suspension 70%/ human insulin 30% therapy was continued. The user of the humapen ergo ll was the consumer and her training status was provided. The first humapen ergo ll model was used since 2015 to (B)(6)-2015 and second humapen ergo ll duration of use was not reported, but it was used from (B)(6)-2015. The device associated with (B)(4) was returned on 21jan2016. The status of the device associated with (B)(4) was not provided. The second reporting consumer did not provide an assessment of relatedness for the event of hyperglycemia, the first consumer reporter did not know if the events were related with human insulin isophane suspension 70%/ human insulin 30% therapy or with humapen ergo ll and did not provide a relatedness assessment between the remaining events and human insulin isophane suspension 70%/ human insulin 30% therapy or with humapen ergo ll. Update 20-jan-2016: initial information received on 08-jan-2016 and follow-up information received on 11-jan-2016 were processed at the same time. Update 29-jan-2016: additional information received from a consumer reporter on 08-jan-2016 and on 21-jan-2016. Added left eye macula lutea anomaly, and cerebral infraction as medical history. Concomitant medication, suspect drug start date, suspect drug lot number, hospitalization details, additional suspect device, and added non serious events of vision abnormal, stuttering, tongue disorder and two episodes of drug dose omission. Updated previously concomitant device to suspect device and device model from unknown to humapen ergo ii, causality assessment and narrative with new information. Update 01-feb-2016: upon review, the case was opened to update the medwatch fields for regulatory reporting, and to add (B)(4). Update 01-feb-2016: additional information received on 20-jan-2016 from global product complaint database updated the lot number from unknown to 0809d01 for (B)(4). The product tab for humapen ergo ii and the narrative were updated update 01feb2016: upon review, this case was opened to update the coding of the suspect drug for regulatory reporting. Update 11-feb-2016: additional information was received from the initial reporter on 05-feb-2016. Updated tongue could not uplift when speaking, stuttering and vision was only less than 0.1 as part of her medical history since it had not worsened and started with her medical history events. Events of vision impairment and tongue could not be uplifted were deleted. Edit 11-feb-2016: upon internal review, it was added a new drug as study drug and its fields filled properly. It was deleted previously suspect drug. Updated narrative with new information. Update 18-feb-2016. No new clinical information was received so no new information was added to case. Update 23-feb-2016: additional information received on 23-feb-2016 from global product complaint database updated the lot number from unknown to 0809d01 for (B)(4); and lot number from 0809d01 to unknown for (B)(4). The product tab for humapen ergo ii and the narrative were updated. Update 14-mar-2016: additional information received on 14-mar-2016 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the improper use and storage to yes; updated the malfunction field to yes/not cirm; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case reported by two consumers who contacted the company to report adverse event and product complaint, concerned a (B)(6) female patient. Medical history included macula lutea anomaly and cerebral infraction. Concomitant medication included gliclazide and metformin for unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) from a cartridge via a humapen ergo ii, 15 iu each morning and 15 iu each evening subcutaneously for the treatment of diabetes mellitus, beginning in 2015. On an unspecified date, while on human insulin isophane suspension 70%/ human insulin 30% therapy, for an unknown reason she believed that her dose was not enough, so she increased it. She also believed that gliclazide dose was not enough so she increased her dose from once daily to twice daily. On an unspecified day, she was not able to administer human insulin isophane suspension 70%/ human insulin 30% for ten days due to humapen ergo ii failure (product complaint (B)(4)/lot unknown), which led blood glucose high, fasting blood glucose was 10 to 20 (units were not provided), she experienced hyperglycemia and was hospitalized in (B)(6) 2015. She was discharged from hospital after eleven days, at the end of (B)(6) 2015 with fasting blood glucose around 10 (units were not provided). Blood glucose was not controlled after hospitalization. Patient took more unspecified oral drugs if blood glucose increased and took less unspecified oral drug if blood glucose decreased. Then on (B)(6) 2016, she stopped using her humapen, since the head of the screw rod cracked (product complaint (B)(4)/lot 0809d01). On (B)(6) 2016, she did not administer human insulin isophane suspension 70%/ human insulin 30% and because of that she changed dosage of gliclazide and metformin to two tablets each time. As of (B)(6) 2016, a complication became severe, left eye had macula abnormality and could not see clearly, vision was only less than 0.1 and tongue could not uplift when speaking, she was stuttering. Information regarding corrective treatment and outcome of the events was not provided. Human insulin isophane suspension 70%/ human insulin 30% therapy was continued. The user of the humapen ergo ll was the consumer and her training status was provided. The first humapen ergo ll model was used since 2015 to (B)(6) 2015 and second humapen ergo ll duration of use was not reported, but it was used from (B)(6) 2015. If humanpens ergo ii were returned, evaluation would be performed. The second reporting consumer did not provide an assessment of relatedness for the event of hyperglycemia, the first consumer reporter did not know if the events were related with human insulin isophane suspension 70%/ human insulin 30% therapy or with humapen ergo ll and did not provide a relatedness assessment between the remaining events and human insulin isophane suspension 70%/ human insulin 30% therapy or with humapen ergo ll. Update 20-jan-2016: initial information received on 08-jan-2016 and follow-up information received on 11-jan-2016 were processed at the same time. Update 29-jan-2016: additional information received from a consumer reporter on (B)(6) 2016. Added left eye macula lutea anomaly, and cerebral infraction as medical history. Concomitant medication, suspect drug start date, suspect drug lot number, hospitalization details, additional suspect device, and added non serious events of vision abnormal, stuttering, tongue disorder and two episodes of drug dose omission. Updated previously concomitant device to suspect device and device model from unknown to humapen ergo ii, causality assessment and narrative with new information. Update 01-feb-2016: upon review, the case was opened to update the medwatch fields for regulatory reporting, and to add the product complaint number (B)(4). Update 01-feb-2016: additional information received on 20-jan-2016 from global product complaint database updated the lot number from unknown to 0809d01 for product complaint (B)(4). The product tab for humapen ergo ii and the narrative were updated update 01feb2016: upon review, this case was opened to update the coding of the suspect drug for regulatory reporting.